Event description:
Patient had a post operative infection.

Manufacturer narrative:
Surgeon has not submitted additional information on this case. When information becomes available, a supplement will be filed. Add'l lot # 761272.